Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow keypad button has become intermittently unresponsive over the past 2 days. She noted that the up arrow keypad button still clicks and springs back as expected when pressed. The family member denied physical damage to the rubber keypad; denied exposing the pump to moisture; and stated that the pt wears the pump clipped to her parts.